Event description:
It was reported there was a loss of therapeutic effect. The pt reported that a "minor incident occurred" and there was no stimulation sensation. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).